Event description:
The reporter stated the surgeon inserted an aq2015a silicone aspheric three piece lens. Lens was removed due to lens tear. Lens was cut to remove from the pt's eye and there was no pt injury. The reporter stated this incident was due to loading error. Backup lens was used.

Manufacturer narrative:
(B)(4)